Event description:
It was reported that during an ovarian resection procedure, jamming occurred at the 3rd or the 4th firing. After that, the clip was not fed into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.